Manufacturer narrative:
Company rep evaluated the system. Corrections included resetting of the system's tower and communication was reestablished.

Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury reported.